Event description:
The customer reported that the system intermittently would not perform fluoroscopy. This would result in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
The customer canceled the service call.